Event description:
It was reported that the customer had high blood glucose after their infusion set change. It was also reported that the insulin did not exit during fixed prime test. A day later, it was reported that the customer was hospitalized due to high blood glucose and dka. Troubleshooting was performed. The programming and insulin concentration were correct. Although when the bolus history was reviewed, it was found that food boluses have been given since two days before the event and one correction bolus on the day of call. It was stated that patient entered the carbohydrtes amount and left out bgs for about eight different boluses. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. Suggested customer to discuss with md possible causes of high bg.